Event description:
Healthcare professional reports a blood leak into the dialysate compartment noted at onset of patient treatment. Healthcare professional reports dialyzer was reused. Healthcare professional reports no patient injury. Healthcare professional reports 2 new renatron reuse devices put into service about six months ago. The healthcare professional reports there is no reverse osmosis water pressure regulator on these devices.